Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was 411 mg/dl. Customer indicated that a correction bolus would be administered. Customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
F/u with customer on (B)(6) 2014 indicated that customer's blood glucose level returned to normal. No product returned for eval. Should new info become available, a f/u supplemental report will be submitted.